Manufacturer narrative:
(Conclusions)- code (other)- the rf burn was most likely caused by unwanted rf interference. The internal shielding of the coil may also be damaged as result of bending the cables during use. Depending of the position of the coil and the pt this could lead to heating of the coil elements causing the rf burn. It is not possible to detect such damage by test or inspection at the site, the only way to detect is by opening the cable of the coil. Unfortunately, the coil return info was not provided in an early stage, so it could not be intercepted before it was repaired. The serial number of the coil was not provided, so it was not possible to collect info from the repair database for this coil.